Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('severe menstrual pain') in an adult female patient who had essure (batch no. E25509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal pain upper ("stomach pain"), amnesia ("memory loss"), menorrhagia ("haemorrhagic periods"), fatigue ("fatigue") and limb discomfort ("heavy legs") and was found to have weight increased ("weight gain"). At the time of the report, the dysmenorrhoea, alopecia, arthralgia, abdominal pain upper, amnesia, menorrhagia, weight increased, fatigue and limb discomfort outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, arthralgia, dysmenorrhoea, fatigue, limb discomfort, menorrhagia and weight increased to be related to essure. Batch no e25509, production date 2015-09-02, expiration date 2018-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('severe menstrual pain') in an adult female patient who had essure (batch no. E25509) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal pain upper ("stomach pain"), amnesia ("memory loss"), menorrhagia ("haemorrhagic periods"), fatigue ("fatigue") and limb discomfort ("heavy legs") and was found to have weight increased ("weight gain"). At the time of the report, the dysmenorrhoea, alopecia, arthralgia, abdominal pain upper, amnesia, menorrhagia, weight increased, fatigue and limb discomfort outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, arthralgia, dysmenorrhoea, fatigue, limb discomfort, menorrhagia and weight increased to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.